Manufacturer narrative:
The faradrive was evaluated by boston scientific. The faradrive sheath was visually inspected and observed to complete the leak testing process, and the hemostatic valves were inspected under microscope which resulted in no abnormal findings. Therefore, no evidence of a leak or visible air bubbles in the sheath were found. Laboratory analysis was unable to confirm the reported allegations of leak and visible air/bubbles. Device was found within specifications.

Event description:
It was reported that during a procedure to treat an atrial fibrillation (afib), a faradrive sheath was selected for use. No abnormalities noted during preparation or use of the sheath. Irrigation was performed with a pressure bag/ 100ml. Physician aspirated the sheath and noticed the device was leaking air from the valve. No damage to the luer was observed. After this, the device was replaced and the issue was resolved. Procedure was able to be completed successfully without any patient complications. Sheath was returned for analysis.

Event description:
It was reported that during a procedure to treat an atrial fibrillation (afib), a faradrive sheath was selected for use. No abnormalities noted during preparation or use of the sheath. Irrigation was performed with a pressure bag/ 100ml. Physician aspirated the sheath and noticed the device was leaking air from the valve. No damage to the luer was observed. After this, the device was replaced and the issue was resolved. Procedure was able to be completed successfully without any patient complications. Sheath is expected to be returned for further analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.